Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unknown results obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Customer experienced hypoglycemia. The customer was unable to self-treat and had contact with a healthcare professional (hcp) upon arrival obtained a glucose reading of 50 mg/dl on the hcp meter and received unspecified infusion from hcp for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.